Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed tricuspid regurgitation (tr) and flailed leaflet for triclip procedure. During the preparation, clip failed the first lock check. Troubleshooting was performed by raising the grippers, unlocked and performed a quarter turn closed and opened to 120 degrees, but it was unsuccessful. The clip was moved off of the table and a new triclip was selected. The final mr was 1-2. All steps were not followed as per IFU, the knob was turned further than IFU allows. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed tricuspid regurgitation (tr) and flailed leaflet for triclip procedure. During the preparation, clip failed the first lock check. Troubleshooting was performed by raising the grippers, unlocked and performed a quarter turn closed and opened to 120 degrees, but it was unsuccessful. The clip was moved off of the table and a new triclip was selected. The final mr was 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported clip opening during efaa (establish final arm angle) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 2017 was removed.